Manufacturer narrative:
A complete lead was returned in one piece with the helix bent and clogged blood/tissue. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during the procedure, the physician was not able to implant two different right ventricular (rv) leads. Neither lead was used, and the physician elected to complete the procedure using a different lead. The patient's condition was not known.